Event description:
As reported, after deployment, the sleeve of a 5f mynx control vascular closure device (vcd) was pulled out of inside the patient and the mynx plug was located at the distal end. The procedure was completed by manual compression and a pressure bandage. The patient is doing well and has not suffered any injuries. The storage temperature of the device did not exceed 25°celsius. The device was inspected prior to use, and no anomalies or damage to the sealant sleeves were noted. The device was prepared and used according to the instructions for use (IFU). The 5f mynx control was used as standard with a 5f non-cordis sheath. After the balloon was retracted into the device by pressing button 2, the mynx control, including the 5f non-cordis sheath, was completely removed from the patient. Compression was then required for a further minute. During this time, it was noticed that a type of sleeve was inside the patient. The sleeve was pulled out and the mynx plug was located at the distal end. It is suspected that the sheath of the mynx control shaft came loose and then became lodged in the patient. Buttons #1 and #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. The patient had no anatomical abnormalities at the access site and no calcification. The vessel diameter at the puncture site was confirmed to be =5 mm. There was no shallow vessel depth. The device was utilized in an interventional procedure using an antegrade approach. The deployer was certified and used the priority mynx control. Other procedural details were requested but were not provided. The product was disposed of by the staff; therefore, it will not be returned for evaluation.

Manufacturer narrative:
This picture analysis report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment, the sleeve of a 5f mynx control vascular closure device (vcd) was pulled out of inside the patient and the mynx plug was located at the distal end. The procedure was completed by manual compression and a pressure bandage. The patient is doing well and has not suffered any injuries. The 5f mynx control was used as standard with a 5f non-cordis sheath. All steps in the application process were followed. After the balloon was retracted into the device by pressing button 2, the mynx control, including the 5f non-cordis sheath, was completely removed from the patient. Compression was then required for a further minute. During this time, it was noticed that a type of sleeve was inside the patient. The sleeve was pulled out and the mynx plug was located at the distal end. It is suspected that the sheath of the mynx control shaft came loose and then became lodged in the patient. The patient had no anatomical abnormalities at the access site and no calcification. The product was disposed of by the staff; therefore, it will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2511403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after deployment, the sleeve of a 5f mynx control vascular closure device (vcd) was pulled out of inside the patient and the mynx plug was located at the distal end. The procedure was completed by manual compression and a pressure bandage. The patient is doing well and has not suffered any injuries. The storage temperature of the device did not exceed 25°celsius. The device was inspected prior to use, and no anomalies or damage to the sealant sleeves were noted. The device was prepared and used according to the instructions for use (IFU). The 5f mynx control was used as standard with a 5f non-cordis sheath. After the balloon was retracted into the device by pressing button 2, the mynx control, including the 5f non-cordis sheath, was completely removed from the patient. Compression was then required for a further minute. During this time, it was noticed that a type of sleeve was inside the patient. The sleeve was pulled out and the mynx plug was located at the distal end. It is suspected that the sheath of the mynx control shaft came loose and then became lodged in the patient. Buttons #1 and #2 were fully depressed, the balloon was fully deflated, and no resistance was noted during use. The patient had no anatomical abnormalities at the access site and no calcification. The vessel diameter at the puncture site was confirmed to be =5 mm. There was no shallow vessel depth. The device was utilized in an interventional procedure using an antegrade approach. The deployer was certified and used the priority mynx control. Other procedural details were requested but were not provided. The device was not returned for analysis as it was discarded. However, one photo of the device was provided for review. The image shows a mynx control unit inserted into a non-cordis catheter sheath introducer (csi). The cartridge assembly of the sealant sleeves appeared separated from the unit. It could not be determined whether the sealant was present within the sleeves; only blood residues were observed. No additional anomalies or notable details were identified in the photo. A product history record (phr) review of lot f2511403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-separated¿ was observed through analysis of the picture provided since the cartridge assembly appeared to be disconnected from the device. However, the reported event of ¿sealant-inaccurate placement-complete¿ was not observed through picture analysis as it could not be determined if the sealant was present within the sleeves. The exact cause of the issue experienced could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the separated cartridge assembly and the subsequent inaccurate placement of the sealant reported. However, concomitant device factors and/or procedural/handling factors are possible. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the picture analysis, phr review, nor the available information suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.